Manufacturer narrative:
Date rec'd by MFR: 07mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved. The fse also replaced the filters, blower assembly, battery and tubing kit as part of preventative maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse recommended that the power switch overlay be replaced. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit's orange light emitting diode (led) failed to illuminate. There was no patient involvement. The event date was not specified; estimate used.